Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation, ventilator service required error codes were found in the ventilator's downloaded error log. The interface board, flow sensor and tubing kit were replaced to address the reported issue. In addition, the device evaluation found the following unrelated to the reportable issue; handle is cracked along the seam. The handle and o-rings were replaced unrelated to the reportable issue. The device passed all testing following repair.